Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter tubing is confirmed; however, the exact cause is unknown. One photograph of groshong catheter tubing was returned for evaluation. An initial visual observation of the photograph showed the device held in hand by a clinician. The catheter shaft contained a longitudinally aligned split along the tubing. A stylet could be seen inside the catheter lumen and no residual material was noted in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that during the preparatory phase for performing a bedside doppler ultrasound-guided central venous catheterization on the patient, a damaged catheter was discovered while checking catheter patency. No further details available or provided.